Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline with 20meq of potassium at a rate of 70ml/hr via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of levaquin 100ml at a rate of 100ml/hr. The primary solution container was lowered below the secondary solution container. It was reported that "a little later," the nurse noted the primary solution container was fuller than expected and the solution in the container had a slight yellow color. The customer contact indicated that all of the two solutions were delivered to the pt. After the deliveries were completed, the tubing sets were replaced and the primary solution was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.